Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer tried re-connecting the fiber optic cable and switching to a different console, but the issue continued. The customer was then advised to use an alternate arterial source for pressure. The customer did not have the proper cables so they used an alternate radial a-line instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer tried re-connecting the fiber optic cable and switching to a different console, but the issue continued. The customer was then advised to use an alternate arterial source for pressure. The customer did not have the proper cables so they used an alternate radial a-line instead. There was no patient harm or adverse event reported.